Manufacturer narrative:
On 6/30/2016: tandem technical support followed up with the customer, however no further information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm and there was a delay in clearing the alarm. Additionally the customer received a temperature alarm. Reportedly, the customer was at the pool and the temperature conditions at the time of the alarm was hot and sunny. Tandem technical support (cts) advised that the pump alarm will not reoccur after the pump cools down, however cts was unable to confirm if the pump resumed. The customer's blood glucose level was not impacted. No further information was provided.